Event description:
It was reported that during a vaginal hysterectomy procedure, the doctor took the initial bite across the uteral sacrals via clamp, cut and tie. The next bite was taken with the powered 45 and a blue device reload. The doctor reported that the tissue was of regular thickness. Upon firing, he said the stapler locked and wouldn't open. He pressed the reverse button and removed the device. The doctor reported that the knife fired the length of the reload, but no staples deployed. He didn't fire the stapler again and used clamp, cut, and tie to finish the case. There were no reported patient consequences. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.